Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) suspects the device, which remains implanted, is losing fluid as it is no longer filling completely. The patient plans to be seen in-clinic. No additional information was provided. No patient complications were reported.